Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The reported patient effect of dissection, as listed in the absolute pro instructions for use, is a known possible adverse event that may be associated with the use of a stent in peripheral arteries. The investigation determined that the reported failure to advance, vessel dissection and additional treatment were related to case circumstances. The reported failure to advance was likely due to anatomical conditions and heavy vessel calcification. Additionally, it is likely that continued attempts cross the heavily calcified lesion contributed to reported vessel dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device was initially reported as returning for analysis but has now been reported as being retained by the hospital.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the iliac and superficial femoral arteries (sfa). A 0.035 guide wire was used to cross the iliac and then the sfa and the 6.0x80 mm absolute pro stent was attempted but it could not cross the lesion. It was attempted to advance it 2-3 times but it still could not cross and a dissection occurred. A non-abbott stent was used to cover the dissection. To complete the procedure, a 7.0x40 mm armada percutaneous transluminal angioplasty (pta) catheter was used to dilate the iliac and an 8.0x100 absolute pro stent was placed. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual and dimensional testing was performed on the returned unit. The reported failure to advance was not tested as it was based on procedural circumstances. The investigation determined that the reported failure to advance, vessel dissection and additional treatment were related to case circumstances. The reported failure to advance was likely due to anatomical conditions and heavy vessel calcification. Additionally, it is likely that continued attempts cross the heavily calcified lesion contributed to reported vessel dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device return status updated. H6: method code 4114 was removed.